Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Diameter of the aorta at the renal arteries at implant was 23-24mm. It was also noted that there was vessel tortuosity. It was reported that a type ia endoleak was causing aneurysm enlargement. Coiling was performed and another manufacturer¿s device was implanted. However, during deployment, the device migrated inferiorly and additional treatment was required. An endurant ii cuff was implanted and the endoleak resolved. The physician stated that the cause of the event was due to patient anatomy. The physician also noted that the original device may have been implanted low at the initial procedure or the device may have migrated. No additional clinical sequelae were reported and the patient is fine.